Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a gap at the adhesive section between the server plug in (z block) and the c-cover. The adhesive around the light guide lens was peeled, and the adhesive around the objective lens was also peeled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the gap at the adhesive section between the server plug in (z block) and the c-cover, as well as the peeling of adhesive around the light guide lens and the objective lens, was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.